Manufacturer narrative:
Additional information : the device was manufactured between march 26, 2017 - march 30, 2017. The actual device was not available; however, five (5) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed in the one randomly selected samples with no issues noted. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred during the unspecified date of (B)(6) 2019. Correction/removal report number: 3010291427-09/12/2018-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified quantity of 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag were leaking from the port area. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.